Event description:
According to the reporter, during the laparoscopic partial nephrectomy procedure the physician noticed a small black plastic piece of the handle to be missing. The component had disengaged into the patient and was removed with surgical intervention. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the clevis pieces were broken on both sides. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A relationship between the device and the reported incident of broken clevis was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.